Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 576 mg/dl. The customer was not feeling well and felt tired. Customer reported that the high blood glucose levels began on (B)(6) 2017 and continued to have high blood glucose readings. The customer's blood glucose ranged from 174 mg/dl in the morning to 337 mg/dl before lunch and finally 567 mg/dl when arriving home. Troubleshooting was performed. The drive support cap appeared normal. The insulin pump passed the self test and displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.